Manufacturer narrative:
The driver's alarm history was reviewed and did not reveal any new alarms. Only permanent fault alarms are recorded in the driver's alarm history; intermittent and/or recoverable alarms are not recorded. The driver passed all sections of functional testing. Additionally, an extended observation run was performed and no alarms, low cardiac output or display issues were produced. During investigation testing, the customer-reported issue were not able to be reproduced. The driver performed as intended with no evidence of a device malfunction. The root cause of the customer-reported issue could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm and displayed asterisks on the screen.